Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a detached sensor wire on (B)(6) 2014. Patient claimed that the sensor wire detached from the sensor pod and was stuck to his abdomen. At the time of contact patient did not report any injury or medical intervention.